Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The vaporizer block was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1011-9000-000 anesthesia gas machine had an evaporator failure message resulting in no agent delivery. The report was received from a single source. The reported event involved a patient. There was no patient information available.